Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right radial artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon initial inflation, it was noted that the balloon ruptured at 6 atm for 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.